Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component; unknown tibial tray g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient began to experience instability. It was determined that the articular surface exhibited wear. The patient underwent revision surgery to replace the articular surface without reported complication. All available information has been provided.